Event description:
The customer reported a contained fluid leak from the probe of the unicel dxh 800 coulter cellular analysis system. There were no reports of injuries, erroneous results, direct physical contact with the leak or change in patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found that there was no vacuum pathway at the probe wash, and flushed the vacuum pathway to resolve the issue. The repairs were verified per established procedures. (B)(4).